Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that laser was defective in the ophthalmic system and the system message was displayed when laser was turned on. The surgery was performed with an alternative laser. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections b.3, b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicates that during pars plana vitrectomy procedure, system message displayed when turning on the laser. The light did not turn on when the laser was connected, and the display did not allow selection between laser 1 and laser 2. The surgery was completed with an alternative system. There was no patient contact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. Both the nonconforming printed circuit board (pcb) and core module were replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event was attributed to both the nonconforming pcb and core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).